Event description:
It was reported that a power on reset (por) had occurred on the device. The por was cleared and after the reset, the programmed parameters were restored. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data were collected from the device, submitted to the manufacturer, and analyzed. A power on reset (por) from starvation of hall sensor task occurred on (B)(6) 2012. The device programmed settings were restored from back-up memory .

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).